Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances. The health care professional (hcp) contacted boston scientific technical services (ts) for suggestions and ts stated that the only way to test for sure would be a commanded shock. They brought the patient in and noted no other oor measurements, and thought it might be electromagnetic interference (emi) so there are no plans for intervention at this time. To date, no adverse patient effects have been reported.